Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed a battery status of elective replacement indicated (eri) due to an increased charge time of 27.9 seconds. The physician elected to explant, replace and return the device for laboratory evaluation.